Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Device in transit.

Event description:
It was reported that during total knee arthroplasty when the surgeon used the spike arm to position the tibial resection guide, the long spike of the spike arm broke off and fell into the tibial intramedullary canal. The surgeon had to use multiple instruments to retrieve the fractured piece, resulting in a surgical delay of one (1) hour. No additional patient consequences were reported.

Manufacturer narrative:
The complaint sample was evaluated and the reported event was confirmed through physical evaluation. The returned spike arm exhibited signs of repeated use (nicked/gouged) and one of the spikes had fractured off. The device history records were reviewed and no discrepancies were identified. As the product had a possible field life of over thirteen (13) years and showed heavy signs of wear, the root cause was determined to be wear and tear over a successful field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.